Event description:
It was reported that, during routine follow-up at the hospital, it was found that this pacemaker could not be interrogated. Premature battery depletion (pbd) was suspected because at the previous device check one year ago the battery had 2.5 years estimated longevity remaining. When the physician checked the patient's heart rate, it was found to be low measuring below 40 beats per minute (bpm) and there was no pacing or interrogation response from this device. It was noted that the patient had not been feeling well for about a month and developed swelling prior to the appointment. It was suspected that that this pacemaker had entered into safety mode along with the battery depletion so it was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.

Manufacturer narrative:
Correction/clarification to date of explant.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined.

Event description:
It was reported that, during routine follow-up at the hospital, it was found that this pacemaker could not be interrogated. Premature battery depletion (pbd) was suspected because at the previous device check one year ago the battery had 2.5 years estimated longevity remaining. When the physician checked the patient's heart rate, it was found to be low measuring below 40 beats per minute (bpm) and there was no pacing or interrogation response from this device. It was noted that the patient had not been feeling well for about a month and developed swelling prior to the appointment. It was suspected that this pacemaker had entered into safety mode along with the battery depletion so it was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.

Event description:
It was reported that, during routine follow-up at the hospital, it was found that this pacemaker could not be interrogated. Premature battery depletion (pbd) was suspected because at the previous device check one year ago the battery had 2.5 years estimated longevity remaining. When the physician checked the patient's heart rate, it was found to be low measuring below 40 beats per minute (bpm) and there was no pacing or interrogation response from this device. It was noted that the patient had not been feeling well for about a month and developed swelling prior to the appointment. It was suspected that that this pacemaker had entered into safety mode along with the battery depletion so it was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.